Event description:
On (B)(6) 2012, clinic notes were received from a vns treating physician dated (B)(6) 2011, which indicated that the patient was having more drop seizures in school; the patient was having 2-3 per day. The majority of the patient's seizures are drop seizures. Prior to this the patient was averaging 1 drop seizure per day. The patient's seizures were noted to be stable and the majority occur when she is tired in the evening hours. Due to the patient's worsened seizure activity, the physician increased the patient's medication dosage. Clinic notes dated (B)(6) 2009, stated that the patient had 1 event but it was thought that the patient tripped; it wasn't typical for her seizures. Otherwise the patient's mother denied any seizures on the (B)(6) 2009 visit. Good faith attempts for further information from the nurse practitioner have been made but have been unsuccessful.

Event description:
Additional information was received on (B)(6) 2012, when the nurse practitioner reported that the increase in seizures as not related to vns; the patient's seizures are intractable. The only intervention taken was that the patient's medications were increased. The increase in seizure frequency was about the same as pre-vns baseline levels. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures.